Manufacturer narrative:
Pump passed the rewind, basic occlusion test, prime test and displacement test. However, pump was received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed e70 error alarm dueto erased history file. The motor was tested outside the device andpassed. The motor may have had an intermittent failure that was notdetected during our testing. The drive support disk was inspected and noanomaly was noted. Unit received with cracked case at display windowcorners. Pump was received with missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.